Event description:
Caller indicated the relion prime meter was giving variable readings. Caller stated she got 76 with her last strip which she did not believe since her readings are normally in the 300s so she grabbed another bottle of strips and got 311, 332 and 283 within minutes. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.